Event description:
Caller reported that the battery charge increased by 10% in a short period without causing an unexpected shutdown. The change did not adversely impact the customer's blood glucose level. Technical support provided education on battery best practices, and the caller was advised to monitor the system and call back if the issue persists.